Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). The device was returned with the batteries removed from the pack and the tubing cut off of the handpiece. Visual inspection of the interior of the pack found electrolyte leaked inside of the pack. There did not appear to be damage to the wiring of the pack. A lab battery was used for testing. During functional testing the device would not power on. Visual inspection of the interior of the handpiece found the plunger was stuck in place inside the plunger housing. Also, the motor would still not power on when the electrodes were made to touch in both trigger modes when connected to the lab battery pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: china.

Event description:
It was reported that during surgery the batteries were hot during use. It was confirmed that there were no signs of battery expulsion, deformation, corrosion, short circuit, damage or leaking. There is no patient impact or delay reported. During product evaluation, it was discovered that the battery pack leaked electrolyte. Due diligence complete and no additional information is available.